Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error and exposed to moisture. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin received another insulin pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Critical pump error (open book image) alarm not confirmed. Pump failed sleep current test due to moisture damage on the electronic assembly. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Pump error 24 not confirmed. Frozen screen not confirmed.